Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The mother of a customer reported via phone call of being hospitalized in (B)(6) 2015 for high and low blood glucose. The customer's blood glucose level was unknown at the time of incident. Customer indicated that previously the pump had a motor error that may have caused the high blood glucose. Customer declined to troubleshoot. No further details provided.